Manufacturer narrative:
Concomitant medical devices: 5071 lead, implanted: (B)(6) 2006; 5076-45 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the device reached recommended replacement time earlier than expected. The left ventricular lead was also noted to have high pacing threshold. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.